Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula appears to have been stretched and is now outside of length tolerance. Although damage to the soft cannula was found, the cause of leaking during wear could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 293mg/dl while wearing the pod for longer than 48 hours. The patient could tell it was leaking because it was wet and she was able to smell the insulin. The device was returned for evaluation.